Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: mentor siltex round moderate profile 325cc saline breast prosthesis, catalog #3542650, lot #191599. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a primary breast augmentation procedure with a mentor siltex round moderate profile 325cc saline breast prosthesis suffered several unexplained systemic symptoms, including fatigue, brain fog, slight vertigo, a rash that originated on the chest and moved down the body that is aggravated by heat, and blurred vision. In addition, the patient developed cysts on her right breast that testing showed to be benign. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the right breast prosthesis.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of the initial report, the patient¿s generalized illness symptoms were determined to be not reportable to the us FDA. Based on current coding guidance, the event was reassessed and it was determined to be reportable to the us FDA. This medwatch report is for the patient¿s right breast prosthesis. Refer to manufacturer report number 1645337-2024-04151 for the report for the patient¿s left breast prosthesis. H6 health effect - clinical code e2402: generalized illness. Manufacturer¿s reference number: (B)(4).